Event description:
It was reported that the preloaded lens, upon insertion, appeared to be straightened in the incorrect position. The lens was only partially inserted into the patients eye. The surgeon did not want to proceed with this lens, so it was removed, and another j&j lens of the same model and diopter was used to complete the case. No other additional maneuvers were performed due to the issue. Balanced salt solution (bss) at room temperature was used, and there were no visible signs of damage to the box, pouch, cartridge, or nozzle. Additional information indicates that the lens is slowly being inserted. But in this case, it was halted after the haptic was observed to be deformed. The cartridge tip and lens were taken out of the eye; there was no patient injury, and a new lens was used to successfully complete the case. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.